Event description:
Spirit insulin pump - inability to purge air from the insulin cartridge resulting in dangerously high blood sugars. This problem began with initial use of the spirit insulin pump in january of this yr. I believe that there are design flaws with the pump. I had been using a disetronic d-tron plus pump for four yrs prior to this. I never had a problem with purging air from the cartridge every time I change cartridges. Invariably, I have very high blood sugars for the better part of a day or until I can finally purge the air from the cartridge and the tubing. I am very careful to check all connections thoroughly and examine the tubing for air bubbles. Still, I have the problem, which leads me to believe that there are design flaws with the product. I have no idea why disetronic does no offer the d-tron plus in this country. I have asked the question, but get no answer. If it were offered here, I would have never agreed to convert to the spirit pump. Essentially, I was forced to make the change.